Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during preparation for use while in the middle of scope list all power of the device was lost. The power did not come back on upon unplugging and plugging the device back on. There is no patient involvement.

Manufacturer narrative:
Additional information has been received for this file. Device has been returned and evaluated. This supplemental report is being submitted to provide this information. There is another device (clv-180) involved in this event and reported by the customer for the same issue. This reported device is captured in medwatch with patient identifier (B)(6). The intended procedure was diagnostic and was completed by moving the patients to another room. There was no adverse impact to patients or procedures; procedures of all the patients were completed and patients sent home. The device is returned and an evaluation completed for it. Upon inspection and testing, the device is found to be fully functional with no issues. The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed for this device. The user¿s issue was confirmed for the associated device (clv-180, sn (B)(6)). The device history record review could not be reviewed, since the subject device was manufactured over 15 years ago. Records are kept for 15 years.